Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Concomitant med products and therapy dates: electric pen drive device, console device, attachment devices ((B)(6) 2020). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI (B)(4).

Event description:
This is report 2 of 5 for the same event it was reported that during an unspecified surgical procedure it was observed that 2 electric pen drive devices, a console device, and 2 attachment devices overheated. It was reported that clinical engineering did a preliminary test and grinding noises were heard. It was reported that there was patient injury, however the extent of the injury was unknown. It was not reported if there was a delay in the procedure due to the event. It was not reported if there was a spare device available for use. It is unknown if medical intervention or prolonged hospitalization occurred. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. B5: additional information received from the reporter stated that there was no delay in the procedure due to the reported event. It was reported the patient had a thermal burn to the right lower lip that is being treated with cleaning and topical ointment (bacitracin). It was reported that on the day of the event, the area was cleaned, and topical ointment applied. Patient given hygiene and instructions to place ointment on the area 3-4 x per day. It was reported that as of (B)(6) 2020 the wound was still in the healing process. H6. Health effect: code has been added for burn - e1704.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the electric pen drive device and the reported condition that the device was overheating was not confirmed. A visual and functional assessment was performed which found that the device passed the pre-repair diagnostic assessment. Therefore, an assignable root cause was not determined. However, during repair, it was determined that the device motor was worn. It was determined that the issues were consistent with component failure due to normal wear.